Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patients battery was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patients battery was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.